Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation 10/04/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects observed. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The shaft of the device was observed to broken at the center of the shaft, exposing the inner portions of the shaft. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire as well as the shaft of the harvesting device. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "break; shaft" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000402275 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 the metal wire detached from the jaws. Photos provided by complainant show the jaws of the device with evidence of blood and the wire partially detached from the jaws.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a2,a3a,a4,b1,b2,b4,b5,d9,g3,g6,h2,h3,h6,h11,h12. Corrected section: d4 UDI#; h1 changed to serious injury; h6 clinical code changed to 4582.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 the metal wire detached from the jaws. Jaws were closed and tips down when harvesting tool was inserted into the cannula. The same device was used to complete the procedure. There was no delay. One extra small incision was made to clip and cut a branch that harvester was unable to get with the broken tool. There was no patient harm; the vein was great. Photos provided by complainant show the jaws of the device with evidence of blood and the wire partially detached from the jaws.